Event description:
It was reported that sometime in (B)(6) 2026, the patient awoke with elevated blood glucose levels of 548 mg/dl after an unspecified duration of pod wear on the arm. The patient reported developing symptoms including water blisters and swelling on her legs and severe itching all over the body, which prompted her to seek medical attention. The patient was uncertain regarding possible insulin leakage from the pod, stating that she drools during sleep and noticed water on her arm upon waking up. The patient was admitted to the hospital and received treatment including insulin and antibiotics, remaining hospitalized for approximately 2.5 days. The specific admission and discharge dates were not provided, and the patient could not confirm the specific medical diagnosis received. It was confirmed that no redness or swelling was observed at the infusion site; however, the patient reported numbness in the fingers of her left hand, which was the arm where the pod was applied at the time of the event. The patient reported the numbness was directly associated with the pod, beginning before its removal and persisted following hospital discharge. The patient reported having run out of continuous glucose monitors but continued using the omnipod system in automated mode at the time of the event, a mode intended to operate using glucose readings from a continuous glucose monitor. This user practice suggests that user error may have been a contributing factor to the hyperglycemic event. She stated that she discontinued omnipod use following the event and transitioned to manual injections based on her healthcare provider¿s instructions.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s721usqs8cyl3. Hardware: sm-s721u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.